Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, guidewire lumen, and balloon. The hypotube is separated 70.7cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation; however, the balloon catheter shaft broke. The device was removed by hand and the procedure was completed with a different balloon catheter. There were no patient complications reported.